Manufacturer narrative:
Retainer ring = clear customer returned pump for an alleged high bgs found on sept 28, 2021. Also, on (B)(4), svn#: (B)(4)- customer returned pump for an alleged unexpected suspend anomaly found on (B)(6) 2020 and on (B)(4), svn#: (B)(4)- customer returned pump for an alleged possible under delivery and high bgs found on (B)(6) 2020. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. The pump was monitored and no unexpected suspend anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2020 and (B)(6) 2020. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Navigated pump to smartguard low set up and it was verified that the customer did not programmed or activated the low set up settings. The pump was monitored and no unexpected suspend anomaly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Unexpected suspend anomaly was not confirmed. Customer alleged for possible under delivery was not confirmed. Analysis identified product meets specification? Yes this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown due to high blood glucose level. The customer blood glucose level was 325 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was known that customer had not experienced symptom related with blood glucose level. The auto mode feature was not active at the time of incident. Customer was treated intravenous insulin drip or infusion. There were no kink, bend or air bubble present along the tubing. The insulin exited during troubleshooting. The insulin vial was not exposed to extreme temperature, looked cloudy or expired. Customer stated that insulin pump had passed high pressure test. There were no leaks. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 02-aug-2022.